Event description:
It was reported that the customer had a no delivery alarm 3 times while priming the pump. Customer declined using the plunger during troubleshooting. Customer stated that they have another infusion set for testing. Customer stated that they are unable to troubleshoot for a potential reservoir and infusion set issue at this time. Customer will change the entire set-up. Customer was very frustrated and did not want to follow with the proper troubleshooting steps. Customer was advised to change out the entire set and reservoir to resolve the issue. Customer stated that he will call back if the new set does not work. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.